Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: tips are sticking, not allowing draw up or release of vaccine

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Investigation summary fifty samples received by our quality team for investigation. Upon visual inspection, no defects or issues observed. Functional testing was performed, each sample was connected to a syringe with saline solution, all the samples expelled the solution with normal flow. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.